Event description:
It was reported that the system stored an untreated episode due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector was set to the primary vector. A lateral chest x-ray confirmed a sharp curve in the electrode as it enters the pulse generator header. The physician elected to explant and replace the electrode with a new one. The pulse generator remains implanted. There were no additional adverse patient effects.